Event description:
Information was received for an existing complaint that the user had an additional repositioning surgery in february 2016 due to migration of the device. Further information has been requested.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Information was received for an existing complaint that the user had an additional repositioning surgery in (B)(6) 2016 due to migration of the device. The migration out of the cochlea was confirmed during the repositioning surgery. Information is limited due to data protection.

Manufacturer narrative:
Additional information: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. A re-insertion surgery was performed successfully. This is a final report.